Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not pace due to no output on ventricle side. It was indicated that the heart lead flextape had open trace. It was also indicated that the upper case was dented, the side bail covers and ring cover were broken, and the battery contacts were compressed. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests.

Event description:
It was reported that the external pulse generator (epg) had no capture and would not pace the patient. The epg was replaced and was returned for service. No patient complications have been reported as a result of this event. On (B)(6) 2016: the programmer tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Failure analysis was performed on the heart lead flex. Visual inspection revealed potential trace cracks near the connector pins. Bench analysis found an intermittent open circuit on one of the traces. Conclusion: the failures reported during service and repair of the device were confirmed to be caused by intermittent circuit path continuity.